Event description:
It was reported that the ipg was explanted and replaced on feb 13, 2021. The patient has effective therapy post operatively.

Manufacturer narrative:
The device was not returned for analysis; however, event details indicate that the system is up to date. Based on the information received, the cause of the reported incident is consistent with the battery at or nearing end of service.

Manufacturer narrative:
Date of event: event date is unknown.

Event description:
It was reported that the patient lost stimulation and the ipg was inoperable. As a result, surgical intervention may occur to address the issue.